Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting. Reportedly the customer had an alternate pump for insulin therapy.